Event description:
It was reported that the pt felt a stabbing sensation at the implantable neurostimulator (ins) site when stimulation was turned on. The sensation would last for 6 to 8 seconds. The sensation occurred following a mid (B)(6) 2011 fall onto the ins site. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).